Event description:
Ous MDR - after an implantation time of 15 months, insulation damage was reported. The lead was explanted and returned to biotronik. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. The lead properties were checked during the analysis. Multiple signs of abrasion could be seen along the lead body. Especially in the pocket area, the insulation was damaged due to fraying. In addition, the lead showed insulation damage due to fraying in the distal area. The position and kind of the frayings are characteristic for massive mechanical stress on the lead. The insulation damage in the pocket area speaks for strong pressure of the lead against the generator housing with simultaneous friction. In addition, considerable lead movement should be considered as cause for the insulation damage in the distal area. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. There were no indications of material defects or manufacturing errors.